Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: 516a85. Additional information: the surgeon commented that the device could be used with no problem until 4th firing, so it is unknown why the issue occurred at the 5th firing. Additional suture was performed to reinforce to complete the case. The patient¿s condition is stable. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with five ecr60b reloads present. The reloads were received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the partial fire, ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. And for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. And for the would not reverse knife automatic, slide the knife reverse switch forward to return the knife to home position. At any time, if the knife reverse switch does not return the knife to home position and the jaws will not open. First, ensure the battery pack is securely installed and the instrument has power then, try the knife reverse switch again. If the knife still does not return, use the manual override. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastrectomy, the knife stopped moving forward on the way of the 5th firing. The manual override lever was used to return the knife to home position. The device was used for the close insertion slots. The deployed staples at a part of the staple line were unformed, so additional suture was performed. No bleeding or leakage was observed. The procedure was not converted. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.